Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-4030c-09 screw broke on insertion because it was assembled on the wrong driver by the nurse. This was discovered during a case and broke inside the patient. Per facility: "broke on insertion. The nurse had assembled the wrong driver. The subsequent screw also broke on insertion due to hard bone. Lot 14146562. Then proceeded to tap and successfully implant 9x20 ar-4020c-09."